Event description:
It was reported that the patient fell onto his back where the implantable neurostimulator was. Following the fall the patient experienced a shocking or jolting sensation that lasted for approximately ten minutes. The patient could not find his programmer at the time and the shocking persisted until his wife found the magnet to turn the device off. Additional information has been requested, but was not available as of the date of this report. See also MFR. Rep. # 3004209178-2011-09595

Manufacturer narrative:
Programmer model 7434-e serial# (B)(4), programmer model 7434a serial# (B)(4), extension model 7495-51 serial# implanted: (B)(6) 1998 explanted: na, lead model 3487a-33 lot# l51549 implanted: (B)(6) 1998 explanted: na, extension model 7498-66 serial# implanted: (B)(6) 1999 explanted: na, lead model 3888es4 lot# n24256 implanted: (B)(6) 2002 explanted: na, neurostimulator model 7425 serial# (B)(4) implanted: (B)(6) 2006 explanted: na.